Event description:
It was reported by the surgeon and the company sales rep that during the procedure, the surgeon encountered difficulty fitting the circlip. The circlip should be mounted onto the circlip pliers, however, during this case, he was unable to introduce the circlip into its groove. A spare circlip was taken from the spares kit and was inserted at the first attempt. It was checked to ensure it was correctly seated in the groove, which it was.

Manufacturer narrative:
Analysis of the circlip pliers performed in 2012 found them to be in working condition. During the surgery a spare circlip from the small spare parts kit was successfully mounted onto the same circlip pliers and was correctly seated into the groove. This suggests that the fault lay with the original circlip. There is no record of stanmore implants worldwide receiving the circlip for evaluation. Without a device evaluation it is currently not possible to determine the root cause of why the circlip may have been deformed in shape. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. This complaint is being closed and is being tracked and trended.

Event description:
It was reported by the surgeon and the company sales representative that during the procedure the surgeon encountered difficulty fitting the circlip. The circlip should be mounted onto the circlip pliers, however during this case he was unable to introduce the circlip into its groove. A spare circlip was taken from the spares kit and was inserted at the first attempt. It was checked to ensure it was correctly seated in the groove, which it was. This is a supplemental report to 3004105610-2014-00153 (B)(4).

Manufacturer narrative:
A company rep attended the procedure and was able to confirm the difficulties the surgeon was experiencing. On return to stanmore implants, the circlip pliers were tested and confirmed to be conforming to specification. The circlip that was used during the procedure was not returned so it was not possible to carry out a visual inspection. Requests are being made for add'l info and a supplemental report will be provided if this info is received.